Event description:
It was additionally reported that the cause of the patient's respiratory failure was ventilatory failure. Due to severe co2 retention, intubation and mechanical ventilation were performed. The device was functioning as intended. The patient's frailty had progressed, and the patient was using noninvasive positive-pressure ventilation (nppv). Fluid management was also being performed through maintenance dialysis.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced respiratory failure and was intubated for seven days. Association with the device was considered unlikely but could not be ruled out.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the cause of the progression of frailty was poor oral intake and difficulty with fluid adjustment which made it hard to wean the patient off dialysis, which hindered rehabilitation.

Manufacturer narrative:
Manufacturer's investigation conclusion: there were no device related issues with (B)(6) reported or identified through this evaluation. It was determined that the reported information did not meet the requirements of a complaint; however, this record will remain a complaint as an initial medical device report has already been submitted to the united states food and drug administration. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 lvas patient handbook, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Although no device-related issues were reported, section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.